Event description:
It was reported through the FDA medwatch program that an unspecified right ventricular (rv) lead was fractured. There is no evidence of lead revision, therefore this lead appears to remain in service. No adverse patient effects were reported.